Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have cough, headache, dizziness and thyroid cancer resulting in patient's death. The patient underwent surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have cough, headache, dizziness and thyroid cancer resulting in patient's death. The patient underwent surgery in response to the reported event. The manufacturer previously did not include the voluntary medwatch report reference number mw5102680 in the initial report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an information alleging a device's sound abatement foam became degraded and caused the patient to have cough, headache, dizziness and thyroid cancer resulting in patient's death. The patient underwent surgery in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was missed to capture in previous MDR, now it is corrected and updated in this report.